Event description:
It has been reported that the patient received an avenir stem and cupule mobile retentive on (B)(6) 2013, the patient underwent revision surgery due to reason not reported.

Manufacturer narrative:
The manufacturer did not receive the devices affected for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for revision surgery cannot be ascertained from the information provided, an updated report will be submitted once the products are received and investigated.(B)(4). Additional information: the source of this complaint is the surgical report of (B)(4), same patient.